Manufacturer narrative:
This supplemental report is being submitted to provide review of the device history records (DHR). Please see updated sections: g4, g7, h2, h3, h4, h6 and h10. The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The root cause of the reported issue was not identified. It is presumed that the image was lost due to communication failure and due to unexpected stress was applied to the unit and the wire was broken. As stated on the IFU (instruction for use) and as a preventive measure, the user manual states: never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. Doing so could damage the camera cable. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
Device was received and evaluated. Evaluation determined that the device was found with image interference when the video cable was moved. The video cable needs to be replaced as it was defective. The reported failure was confirmed. Root cause was due to failure on the video cable attributed to electronic component failure.

Event description:
It was reported that during maintenance the device exhibited image issue. There was no patient involvement on this report. No user harm reported.